Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/31/2020. H3 evaluation: representative samples returned to support investigation of multiple device issues captured in reports 2210968-2020-04697, 2210968-2020-04699, 2210968-2020-04700, 2210968-2020-04701, 2210968-2020-04702, 2210968-2020-04705, 2210968-2020-04706, 2210968-2020-04707, 2210968-2020-04708, 2210968-2020-04709, 2210968-2020-04710, 2210968-2020-04711, 2210968-2020-04772, 2210968-2020-04773, and 2210968-2020-04774. Analysis results have been included in follow-up reports for each. Unopened samples of product were received for analysis. The complaint sample was not received. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problem and examined along the strand with no defects or damage observed. A functional test was performed and the pull force and tensile force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no suture breakage or suture needle pull off was found, and the tested sample met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number jv452; qabbtlr0, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported that ¿a total of 15 vicryl jv452 from the same lot number were defective during several surgeries.¿ how many procedures that had ¿pulled off and breakage of the wires¿ issues? Were these cases previously reported to ethicon individually? If yes, please provide the files numbers. The exact number of procedures is unknown. Note: events reported in: 2210968-2020-04702, 2210968-2020-04701, 2210968-2020-04700, 2210968-2020-04711, 2210968-2020-04772, 2210968-2020-04710, 2210968-2020-04709, 2210968-2020-04773. 2210968-2020-04708, 2210968-2020-04707, 2210968-2020-04706, 2210968-2020-04705, 2210968-2020-04774.

Event description:
It was reported that animals underwent an ovariectomy on an unknown date and suture was used. During the procedure, the suture broke and the needle pulled off. Another like device was used to complete the procedure. There was no additional information provided.